Event description:
Kimberly-clark corp received notice on 6/4/2001 alleging that on or about 3/2000, pt experienced flu-like symptoms. Pt was hospitalized 3 days later and diagnosed with toxic shock syndrome. Pt was released 9 days later. Pt was allegedly using kotex super absorbency mentrual tampons when they became ill.